Event description:
It was reported that the patient died. The patient was admitted for primary percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 2.75 x 48 synergy drug-eluting stent was advanced for treatment. However, post deployment, chest pain was suddenly started, and the patient was sent to cardiac care unit (ccu). Few hours later, the patient experience chest pain again and got cardiac arrest. Cardiopulmonary resuscitation was then performed but the patient died from cardiac arrest. No autopsy was performed.